Manufacturer narrative:
The subject device was not returned for investigation. Therefore, a physical investigation of the device was not possible. Based on the reported information, a device malfunction did not occur. The ivl catheter performed as intended. A vessel perforation occurred following ivl and the placement of the stent. Subsequently, the patient expired while still in the catheterization laboratory. The cause of the event was not able to be determined. Based on follow-up information received, the outcome of the perforation and subsequent death was likely related to pre-existing medical conditions and the overall procedure, rather than the ivl therapy. The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.

Event description:
A shockwave c2 coronary intravascular lithotripsy (ivl) catheter was used during a percutaneous coronary intervention to treat a lesion in the coronary arteries of a patient with advanced dementia and a do-not-resuscitate (dnr) order. Advice was given that the patient was not suitable for treatment, and the physician elected to proceed with the case. The device did not malfunction, but it was reported that a vessel perforation occurred after using the shockwave catheter and following placement of a stent. Subsequently, the patient expired while still in the catheterization laboratory. On 02/28/2024,the shockwave cmo spoke with the physician and discussed that the outcome of the perforation and subsequent death was likely related to pre-existing medical condition and the overall procedure, rather than the ivl therapy.